Event description:
A 2.5mm diameter x 14mm length endeavor rx drug-eluting coronary stent delivery sys was inserted into a pt for the treatment of a proximal to mid circumflex lesion. Lesion morphology was moderately tortuous with moderate calcification and 80-90% stenosis. The lesion was pre-dilated. It was reported that the physician inserted the endeavor sds and was attempting to reach lesion site, however he was unable to cross the lesion. The delivery sys was removed and add'l pre-dilatations were performed. The physician re-inserted the endeavor sds and the stent dislodged in the left main circumflex lesion. The physician used a coronary wire to push the undeployed stent distally to the proximal left circumflex. The physician used another stent to crush the stent against the vessel wall. The pt is fine. Please note that this device is distributed outside the us; however it is similar to the united states distributed prod.

Manufacturer narrative:
Evaluation results and conclusions: stent dislodgement. Moderate tortuosity with moderate calcification and 80-90% stenosis.